Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor stain under light guide glass cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: due to deformation and contamination. Most probably cause traced to component failure. A definitive root cause could not be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.